Manufacturer narrative:
(B)(4).

Event description:
The implanted devices exacerbated the pt's fibromyalgia. The pt was in so much pain she turned the stimulation off. It was also stated that she had breathing difficulty when the stimulation was on. The implant was removed. The pt had two stimulators and it was unclear if only one or both were removed. Further info is being requested at this time. See also MFR report 3004209178-2011-02009.